Event description:
The patient had a precision implantable neurostimulator implanted in the right buttock and a synchronized pump in the left abdominal area. The hcp was having difficulty interrogating the pump and decided to turn the neurostimulator off. They were immediately able to obtain telemetry with the pump. There were no therapy or medical problems associated with the event. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).